Event description:
My sister, next door neighbor, tested covid positive with an ihealth covid -19 antigen rapid test on (B)(6) 2023. I gave her a box of my tests which I received in the mail in (B)(6) 2023, from (B)(6). I gave myself a test today, (B)(6) 2023 and tested negative. I looked at the box of my test and saw that it said use by 2022-08-11. I went to the FDA site and did not find the lot # on the revised use by date. I spent the day with my sister on (B)(6) 2023 at a musical and dinner later. Her symptoms started on friday (B)(6) 2023. She thought she had a bad summer cold with aching all over, losing her voice and coughing. I asked her if she had tested which she did that day, she used tests that she had received maybe 2/3 years ago. When she told me that I brought her a box of my tests, she said her date of use said she had a couple of days left on the use by date. At this point I'm assuming she read the date wrong, as all my tests came on the same day in (B)(6) 2023. However she did test positive I did order the tests to be mailed to me as the tests I had on hand had gone by their revised "use by date" which she did not. When I was setting up my test to use, the use by date on the extraction solution was 2024-01-29, and on the q/tip, 2025-01-17. However, on the packaging on the covid-19 test card, it says to refer to the outer packaging of the product for the expiration date. It also says to use within one hour after opening which I understand. I guess what I don't understand is why I'm told the solution is still good, but was put into a box marked use by 2022-08-11. I was planning on retesting in a couple of days, however; I'm not sure, at this point, if I'll be wasting my time and should I throw these test out? Also wondering why the (B)(6) sent out tests with an already expired use by date. Thank you for your time. (B)(6). I have the ringer off on my phone for #'s not in my contact list, as I get way too many scam calls. Ref report: mw5120194.